Event description:
Same case as MDR ID: 2134265-2015-02192 and 2134265-2015-02194. It was reported that a balloon rupture occurred. The patient was undergoing a bilateral iliac angioplasty procedure utilizing a kissing balloon technique. Two balloon catheters were advanced into the iliac arteries, a 7.0 x 40, 135cm mustang¿ balloon catheter advanced over a .035 schneider guide wire on one side and an unspecified 7x10 balloon catheter advanced to the other. During inflation to 8-9 atmospheres, the mustang¿ balloon catheter ruptured; the 7x10 balloon remained intact. A second 7.0 x 40 mustang¿ balloon catheter was advanced; however, during inflation to 8-9 atmospheres the balloon ruptured. An 8.0 x 40 mustang¿ balloon catheter was then advanced; however, this balloon also ruptured during inflation to 8-9 atmospheres. All balloons were completely removed. Following the rupture of the third balloon, angio was performed and the procedure was considered complete. It was further noted that the patient was large and the affected side where the balloons ruptured was described as potentially quite calcified. Additionally, the mustang balloons were advanced over the guide wire without additional catheter support and were said to have tracked easily. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Upn corrected from h74939171070410 to h74939171070470. Catalog/model # updated from unknown to 39171-07047. Device lot number updated from unknown to 17542829. Device expiration date from unknown to 12/14/2017. Device manufactured date from unknown to 12/15/2014. Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure deflated. The presence of solidified blood was noted within the balloon during analysis. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 30mm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02192 and 2134265-2015-02194. It was reported that a balloon rupture occurred. The patient was undergoing a bilateral iliac angioplasty procedure utilizing a kissing balloon technique. Two balloon catheters were advanced into the iliac arteries, a 7.0 x 40, 135cm mustang balloon catheter advanced over a .035 schneider guide wire on one side and an unspecified 7x10 balloon catheter advanced to the other. During inflation to 8-9 atmospheres, the mustang balloon catheter ruptured; the 7x10 balloon remained intact. A second 7.0 x 40 mustang balloon catheter was advanced; however, during inflation to 8-9 atmospheres the balloon ruptured. An 8.0 x 40 mustang balloon catheter was then advanced; however, this balloon also ruptured during inflation to 8-9 atmospheres. All balloons were completely removed. Following the rupture of the third balloon, angio was performed and the procedure was considered complete. It was further noted that the patient was large and the affected side where the balloons ruptured was described as potentially quite calcified. Additionally, the mustang balloons were advanced over the guide wire without additional catheter support and were said to have tracked easily. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).